Event description:
The manufacturer received a voluntary medwatch (mw5148725) in which the patient alleges to have medical breathing issues, coughing and a runny nose all day. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5148725) in which the patient alleges to have medical breathing issues, coughing and a runny nose all day. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation results code and conclusion code grid has been updated.